Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced bilateral infections post procedure. The infections were diagnosed through a physical examination. As a result, the devices were explanted on (B)(6) 2018. On (B)(6) 2019 the patient had 650cc mentor memorygel breast implants placed. See 1645337-2021-05304 for contralateral prosthesis report.